Event description:
The event is reported as: the distributor alleges that during incoming inspection a faulty sealing of the package was observed. The distributor (imj - (B)(6) distributor) reports a total of 19 devices with the alleged defect of faulty sealing.

Manufacturer narrative:
The picture received with the customer complaint file was thoroughly reviewed. The sample presented open seal. No functional inspection can be performed since the device sample is not available for evaluation. The device history record (DHR) of the product 031-28 with batch # (B)(6) was reviewed and no issues or discrepancies were found that could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was packed and inspected according to our specifications. This type of defect is easy to detect during the manufacturing of the product since is verified at 100%. Additionally, per internal procedure, distribution center performs 100% as well. Manufacturing and r and d departments are evaluating the current packaging design, a proposal of a new packaging material has been identified, therefore a process/design validation has been initiated. The involved product and quality personnel were informed about this complaint.